Manufacturer narrative:
Product complaint # (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the suture used in this procedure? Are the product code and lot numbers available for ethicon devices used? Can specific patient demographics be provided for the subjects of this article? If so, please also include: patient initials, initial procedure date, pre-existing conditions, specific medical/surgical intervention per patient. Citation: knee surg, sports traumatol, arthrosc (1999) 7 :102¿106.

Event description:
It was reported in journal article ¿clinical experience with pds ii augmentation for operative treatment of acute proximal acl ruptures ¿ 2-year follow-up¿ that the goals of this study were to clinically evaluate the healing of the acute proximally ruptured anterior cruciate ligament (acl) repaired by a new surgical technique consisting of multiple loop suture to guarantee blood circulation of the acl stump, notchplasty combined with preparation of a bleeding bed in the area of the femoral attachment of the acl and augmentation with suture to protect the sutured acl during healing and to allow early rehabilitation. Between 1991 and 1993, patients with acute proximal rupture of the acl underwent arthroscopic repair suture augmentation within 7.3+/-4.5 days after injury. Postoperative complications included inflammatory reactions due to the suture and suspected infection and arthroscopic re-intervention was done but the bacterial cultures were negative. Additional information has been requested.

Manufacturer narrative:
Product complaint # ==> pc-(b)(3). Additional information was requested and the following was obtained: 1. Were the cases discussed in this article previously reported to ethicon? In our memory, after 19 years, yes, to ms (B)(6) and dr. (B)(6). Results were communicated. 2. If yes, please provide a complaint reference number. Complaint reference number does not exist. 3. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Maybe by splitting the hydrolysis of the material, maybe even independently by infection without successful detection of germs. 4. Does the surgeon believe there was any deficiency with the pds ii suture used in this procedure? No 5. Are the product code and lot numbers available for ethicon devices used? Were available, were disposed of in 2016 6. Can specific patient demographics be provided for the subjects of this article? If so, please also include: patient initials, initial procedure date, pre-existing conditions, specific medical/surgical intervention per patient. Were available, were disposed of in 2016